Event description:
Respiratory therapist inserted new disposable inner cannula into pt's tracheostomy tube. The pt immediately experienced difficulty breathing, so the respiratory therapist attempted to suction the pt and was unable to insert the suction catheter. He removed the inner cannula and inserted a new one. Upon his inspection of the first inner cannula inserted, he noticed it was occluded with plastic. After the second inner cannula was inserted, the pt's respiratory status improved.